Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime warnings. The site, infusion set, and cartridge were allegedly changed; however, the warnings recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime associated with a low, non-zero force. A loss of prime was not duplicated during investigation. The force sensor calibration reading was within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked. The pump case was removed and no evidence of moisture ingress was observed.